Manufacturer narrative:
The event of "capsular contracture, baker grade ii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "rupture" diagnosed via mammogram. Later, healthcare professional reported "capsule contraction deformity with calcification". Later, healthcare professional reported capsular contracture baker grade ii, "some silicone around the implants, displacement of the implant ". This record is for the right side. Device was explanted and replaced.

Event description:
Healthcare professional reported "rupture". Later, healthcare professional reported "capsule contraction deformity with calcification". Later, healthcare professional reported capsular contracture baker grade ii. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.1., b.5., b.6., d.6b., h.6.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: not observed. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ crease / folding of implant: observed creases on device. ¿ calcification: not observed. As per the investigation procedure, deformation was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture". Later, healthcare professional reported "capsule contraction deformity with calcification". Later, healthcare professional reported capsular contracture baker grade ii. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device remains implanted.